Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
A physician deployed a starclose device into the patient's vasculature. Post deployment, the physician was unable to remove the device. The starclose was removed in surgery.